Manufacturer narrative:
Return requested for insertion/removal tool on (B)(6) 2016. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the inserter/removal tool hook broke off. This device is from their universal drill guide tray. The material did not come in contact with the patient. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.